Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the surgeon could not insert the lead fully into the stimulator. They could almost completely insert it but something was obstructing the path preventing full insertion. They made sure the screw was unscrewed but could not insert the lead. They opened another stimulator and the lead was fully inserted with ease. They noted that this was a replacement case and when they placed the lead back in the old stimulator to rule out the lead being damaged it fit completely in the old stimulator with ease as well. The cause was not known.